Event description:
It was reported that the insulin pump experienced a prime rewind anomaly and alarmed no delivery. The customer stated that he was unable to get the insulin through the device during the fixed prime without receiving the no delivery alarm. He was changing the infusion set when he received the alarm. The blood glucose reading was 150 mg/dl. He was stuck in the rewind complete/bolus delivery loop. Upon troubleshooting, the customer was able to clear the battery out limit alarm that had occurred and was able to exit the loop successfully. He was advised that the loop had occurred due to his bolus attempt being made while having been in the rewind/fill tubing step. The customer later called back and requested that the insulin pump be replaced, reporting that the device alarmed no delivery again. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to verify no delivery alarm due to prime anomaly. The insulin pump buttons responded properly. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.